Event description:
Consumer reports having 2 logic meters and one is giving pt very erratic readings. Took meter to lab for testing. Analysis run on clark error grid using lab reading (332) as ref. Point vs. Bd reading (178) yielded data points in the d range of the grid, outside acceptable limits.